Manufacturer narrative:
One implant was returned for review. Evidence of a stuck component was identified within the implant. Due to damage, the identity of the fractured component/screw has not been determined. White residue remained on the external surface of the implant. The collar and external hex of the implant have also been grossly damaged and appears cut, likely from implant removal or complainant¿s attempts to remove the fractured component. The fractured component has also been verified through review of returned radiographs. The fractured abutment has not been returned for review. The identity of the abutment is unknown. Attempts to determine the manufacturer of the fractured abutment was unsuccessful. The item number or lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured abutment. The implant was removed and the site was augmented with the patients bone.